Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a pvak -- 400 micron perforator and accessory vein ablation kit. An evlt procedure was completed with no reported issues. At a follow up appointment, it was observed an 8 mm section of the fiber had detached inside of the patient. The incompetent perforator was fully occluded. The physician reached out via angiodynamics' clinical hotline for recommendations for removal of the fiber segment. The fragment was removed on (B)(6) 2026. The patient did not experience any harm as a result of this incident.